Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and the patient developed cancer. The details of the patient's required medical intervention are unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed small black matter on work surface shortly after beginning investigation. A small amount of unknown contamination was found on the edge of the air intake cover. Internal investigation of the base unit noting more buildup of black contaminants, particularly in the enclosure joints. Upon examination under a microscope, the contaminants proved to be small insects approximately 2-3mm long and less than 1mm wide. Pil was able to confirm that there are potential irritants in the airpath which could be a cause of the complaint. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination which has provided the insects.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed cancer. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.